Event description:
It was reported that a patient underwent a right hemicolectomy procedure on (B)(6) 2012 and suture was used. On (B)(6) 2012, the patient experienced wound dehiscence. The patient underwent a revision on (B)(6) 2012. At the time of the revision a seroma was noted. The patient was also treated with negative pressure wound therapy.

Manufacturer narrative:
(B)(4): wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are three possible devices involved in the event as follows: pds ll plus antibacterial suture; pds ii (polydioxanone) suture; coated vicryl (polyglactin 910) suture.